Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The patient was not in great health and had left ventricular hypertrophy (lvh) and abnormally thick heart muscle. The physician stated that due the patient anatomy, a mitraclip may not effectively treat the patient. An nt clip was inserted and successfully deployed medially of a2/p2, reducing mr to a grade of <1. It was noted that when the clip was deployed, the patients heart rate was 60bpm. However, the physician decided to do a fast-paced test and increase the heart rate to 140bpm. During this test, the clip detached from the posterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3-4. The clip remained stable and to treat the patient, the physician decided to perform a septal alcohol ablation. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar complaint reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) was due to procedural circumstance/operational context. The reported unexpected medical intervention appears to be due to case specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.